Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was stated that they knew the ¿mechanisms¿ they were using were working, but they didn't know anything about the cat scan possibly affecting the problem. It was reported that the patient was going to see their urologist on halloween because they were on ¿level 5¿ at 8.5 and it was uncomfortable; even if they sat down and watched tv in the evening, it was uncomfortable. They were trying to get it to work like it did when they first got it, but they were uncomfortable with the way it was set. It was stated that on the way to the urologist on halloween, they were in a car accident and were currently in a nursing home with a broken arm. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported patient stated she was doing fine and stated that now she is not doing fine, clarified that she has had a return of symptoms. Patient stated that she has the device implanted to help with bladder control. Patient did not have all equipment with her to do troubleshooting and planned to call back. When asked whether there were contributing factors to the issue, patient stated that she had a colonoscopy and then a CT scan following the colonoscopy and patient stated that it seems like it was around the time of the CT scan that they started having problems with the return of symptoms as noted above. On (B)(6) 2019 the patient called in again and restated that the unit has not been working right and they have been having trouble for the past 3-4 months. The patient has tried programs 1-3. The patient stated that they were on program 3 at 5.3 v for maybe a month and it still wasn¿t helping a lot. Patient services (ps) had the patient connect to the implant. The patient had difficulty connecting at first, but was able to connect on the call. The patient changed to program 4 and stated that it felt great at 8.5 v. Ps urged the patient to contact their hcp for reprogramming as 8.5 v is the max setting and reviewed the option to change programs at any point in time. No further complications were reported or are anticipated.